Manufacturer narrative:
Per the details provided, the remote service engineer (se) provided the customer with the manufacturer's recommended repair and suggested replacing the flow sensor assembly. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a customer report regarding a v60 ventilator indicating a co2 (carbon dioxide) rebreathing error. According to the biomedical technician (biomed), the device was not in clinical use at the time the issue was identified. The customer reported that the co2 rebreathing error was observed, confirmed the error code, and was able to replicate the issue. There was no patient or user impact associated with this event. With assistance from a remote service engineer (rse), the customer reviewed the issue. The customer was advised to verify that the correct tube set and whisper swivel were in place. As the error persisted, the manufacturer¿s recommendation to replace the flow sensor assembly was provided. At the customer¿s request, the rse supplied the part information of a flow sensor assembly.